Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their therapy cable was not providing a shock. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.